Event description:
It was reported that, this right ventricular (rv) lead exhibited noisy signals oversensing. A fracture is suspected. The technical services (ts) discussed troubleshooting options. This rv lead remains in service. No adverse patient effects were reported.